Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter was displaying an unknown error message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the said issue began on (B)(6) 2012 at an unknown time in the morning. He allegedly attempted to check his blood glucose with the subject meter but received an unknown error message. The patient stated he manages his diabetes with metformin pills 1500mg and it is unclear if he made any immediate changes to his diabetes management routine after attempting to use the meter that day. The following day, he reportedly developed a headache and became thirsty. He stated he self-treated by increasing his dose of medication and no other form of treatment was reported. At the time of troubleshooting, the cca noted that the unknown error remained unresolved since the patient did not have any test strips available for a retest over the phone. The error message received also remained unknown. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (05/23/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins 1 and 2 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.